Event description:
During a shoulder arthroscopy "the burr left metal fragments on the bone." They were unable to remove the fragments. This was a first time use for this device. They do not reuse their burrs. No pt injury reported.